Manufacturer narrative:
The customer reported that the backlight on the rns (remote network system or remote monitoring system) has gone out. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reported that the backlight on the rns (remote network system or remote monitoring system) has gone out.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the blacklight on the rns (remote network system or remote monitoring system) has gone out. An exchange unit was sent to the customer. The unit has been evaluated and the problem was duplicated. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.